Manufacturer narrative:
Event log review showed accurate navigation registrations. Significant levering of the instrumentation can be seen in the navigation of the left l5 pedicle. A definitive root cause could not be established. Quality compliance will continue to monitor similar complaints as part of routine post-market surveillance.

Event description:
As per reporter during navigation, surgeon expressed that he felt the navigation was inaccurate but continued to supplement freehand technique with intermittent use of navigation. Patient was reported to have experienced blood loss during the surgical procedure and remained in the ICU.